Event description:
Venapax visualization problem. It looks like condensation in image on monitor. A second venapax was opened to complete the case. Manufacturer response for venapax, (brand not provided) (per site reporter). Emailed rep and product was returned.